Event description:
It was reported, that in the (B)(6) of the hospital. The doctor experienced a rupture of the expanding forceps during the operation. They were replaced with a different set of catheters. Successfully, no harm was caused. No application was taken. And no device was used in combination. Implantation date was not provided and retirement date reported as (B)(6) 2023.

Manufacturer narrative:
G5: 510k is blank. This catalog number is not sold in the us. One photograph was submitted for investigation. On the photo there is evidence that the forceps steel jaw was broken during use. This item is part of a kit and is a supplied item. Reviews of past complaints and incoming part inspections showed no issues of a similar nature. A review of the device history records (DHR) shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. Therefore, this issue is considered as isolated incident only. Due to fact that no sample was returned, the root cause of this incident remains unknown. The quality department was informed about this customer complaint to increase awareness about possible failure.